Manufacturer narrative:
Health professional: yes. Occupation: biomedical engineer. Patient/user involvement: per customer, the v60 ventilator was not on a patient, issue occurred during set-up.

Event description:
The customer reported the v60 ventilator has error message of machine and proximal pressure sensors failure when started. It is unknown if the device was in use at the time the issue was discovered and it is unknown if there was any patient or user harmed.